Event description:
It was reported that the navlock, universal tracker adapter for instruments from 20 to 27mm, broke in half during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
The lot number was recorded upon receipt by the manufacturing facility for device evaluation.

Event description:
It was reported that the navlock, universal tracker adapter for instruments from 20 to 27mm, broke in half during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the navlock, universal tracker adapter for instruments from 20 to 27mm, broke in half during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.